Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hypoglycemia. The customer's blood glucose level was 54 mg/dl which was treated with the carbohydrate. The customer was not in automode. The customer declines the low blood glucose troubleshooting. The device will not be returned for the analysis.